Event description:
It was reported that the patient was upset that the device needed to be exchanged so unexpectedly. At the patient's last follow-up the battery voltage measured 2.81v. No indication was given that the battery was close to triggering elective replacement indicator (eri). Device data showed that eri triggered four days after the patient's last follow-up date. Premature depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.